Manufacturer narrative:
Beckman coulter service engineer was dispatched. Beckman coulter service engineer found the cause and confirmed the reagent probe leak was due to the wash collar valve. Service replaced the valve and that resolved the issue with the leak. Instrument software version is 5.4. (B)(4).

Event description:
Customer reported to beckman coulter customer technical support a leaking reagent probe from their unicel 600 pro synchron system. Customer stated that there were no reports of erroneous results generated. No reports of injury or exposure. Customer was wearing their personal protective equipment.